Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: c154dwk, bi-ventricular implantable cardioverter defibrillator, (B)(6) 2009; 5076-52, implantable pacing lead, (B)(6) 2007; 419688, implantable pacing lead, (B)(6) 2009. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had high impedance. The rv/superior vena cava (svc) coil was capped and the pace/sense portion of it remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that there was an apparent superior vena cava (svc) fracture of the right ventricular (rv) lead. The rv lead's svc portion of the lead was capped and the pace/sense portion remains in use. No patient complications have been reported as a result of this event.